Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for sars-cov-2 & flu a+b were obtained on one (1) patient test cartridge from a veritor analyzer. However, the user questioned the results as the patient was symptomatic and a line was visually observed at the flu a mark. A second specimen was collected from the patient and negative results for sars-cov-2 & flu a+b were again obtained from a veritor analyzer. The user again questioned the results as a line was visually observed at the flu a mark. It should be noted the action of visual interpretation of a used test cartridge is considered off-label use of the product. There was no report of confirmatory testing performed. There were no health impact or consequences reported. Eua (B)(4)